Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned product identified signs of attempted implantation with visible damage, including gouges and scratches on the outer profile, distal surfaces, around the insertion/extraction slot and dovetail features. Significant compression damage was visible on the dovetail feature. Dimensional analysis determined the product was conforming to print specifications while measured. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented prior to insertion. Detailed instructions for articular surface insertion are provided within the surgical technique. The root cause is attributed to the user failing to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be assembled with the tibial tray. The issue resulted in a sixty (60) minute delay while waiting for a second articular surface to be used to complete the procedure. No adverse events were reported as a result of this malfunction.